Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview 7 xs broke off in the pt's leg. They were able to retrieve all pieces through the original incision with no other pt effects reported. A new kit was opened to complete the procedure. It was reported that the event occurred "some time last week." The lot number is unk. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).